Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2018 with the following findings: a review of the pump black box data indicated no evidence of short battery life; a cs 128 alarm occurred due an unconfirmed cs144 alarm for 3 hours on (B)(6) 18. During a visual inspection of the pump, the battery compartment was observed to be cracked below the grip pad. The returned battery cap was undamaged and able to fit securely. The ez-prime steps were performed correctly; the sleep current reading was found to be above specifications. All current readings returned to specification after unplugging the cgm from the pcb. The pump case was removed and moisture corrosion was found on the printed circuit board (pcb) and cgm module.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.